Event description:
Customer reported that the insulin pump's battery life was shorter than normal. Customer reported that the battery gauge went from one line, to three lines, then the insulin pump lost power. Customer did not report that the insulin pump returned a low battery warning before losing power. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.